Event description:
This case was initially received via regulatory authority (B)(6) on 23-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("large pain in lower back/pelvis"), back pain ("large pain in lower back/pelvis"), fatigue ("exhaustion"), genital haemorrhage ("bleedings / severe bleedings with curettage") and uterine disorder ("cellular changes in the womb") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("unpleasant smell and large quantities of discharge at ovulation") and vaginal odour ("unpleasant smell and large quantities of discharge at ovulation"). In 2013, the patient started valtrex (oral), 500 mg twice per day. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), back pain (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), fatigue (seriousness criteria hospitalization, disability, medically significant and life threatening), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and life threatening) and uterine disorder (seriousness criteria hospitalization, disability, medically significant and life threatening). On an unknown date, the patient experienced herpes virus infection ("frequent herpes outbreaks"). The patient was treated with valaciclovir hydrochloride (valtrex), hormones nos, cyanocobalamin, surgery (essure removed with fallopian tubes) and surgery (curettage). Essure was removed in 2017. At the time of the report, the pelvic pain, back pain, fatigue, genital haemorrhage and uterine disorder had not resolved and the vaginal discharge and vaginal odour outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, herpes virus infection, pelvic pain, uterine disorder, vaginal discharge and vaginal odour to be related to essure. The reporter commented: "I got essure sterilization inserted in hospital 2011. Quite immediately I got an unpleasant smell and large quantities of discharge at ovulation. Exhaustion occurred in 2013, severe pain in lower back/pelvis in 2015. Implant was removed with fallopian tubes in 2017. Severe bleedings with curettage and cellular changes in the womb 2018. Measures: hormone treatment. Dietary supplement: b12 magnesium efalex." Valtrex (acquired from health care professional) was reported both as suspect drug and concomitant drug in the health authority report (indication herpes outbreaks, with comment "consumer believes that the cause of her problems are concerning essure.") Note: the onset date of "pain, exhaustion, bleedings, cell changes" was reported once as 2013 for all these events; then as 2015 for large pain in lower back/pelvis; and then as 2018 for large bleedings with curettage and cellular changes in the womb (the latter after essure removal). As a conservative approach, the earliest onset date during the use of essure was entered for each of the events. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (statens leggemiddelverk/ norwegian medicines agency, reference number: (B)(4), 18/10891) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("large pain in lower back/pelvis"), back pain ("large pain in lower back/pelvis"), genital haemorrhage ("bleedings / severe bleedings with curettage"), fatigue ("exhaustion") and uterine disorder ("cellular changes in the womb") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("unpleasant smell and large quantities of discharge at ovulation") and vaginal odour ("unpleasant smell and large quantities of discharge at ovulation"). In 2013, the patient started valtrex (oral), 500 mg twice per day. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), back pain (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), fatigue (seriousness criteria hospitalization, disability, medically significant and life threatening) and uterine disorder (seriousness criteria hospitalization, disability, medically significant and life threatening). On an unknown date, the patient experienced herpes virus infection ("frequent herpes outbreaks"). The patient was treated with valaciclovir hydrochloride (valtrex), hormones nos, cyanocobalamin, surgery (essure removed with fallopian tubes) and surgery (curettage). Essure was removed in 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, fatigue and uterine disorder had not resolved and the vaginal discharge and vaginal odour outcome was unknown. The reporter considered back pain, fatigue, genital haemorrhage, herpes virus infection, pelvic pain, uterine disorder, vaginal discharge and vaginal odour to be related to essure. The reporter commented: "I got essure sterilization inserted in hospital 2011. Quite immediately I got an unpleasant smell and large quantities of discharge at ovulation. Exhaustion occurred in 2013, severe pain in lower back/pelvis in 2015. Implant was removed with fallopian tubes in 2017. Severe bleedings with curettage and cellular changes in the womb 2018. Measures: hormone treatment. Dietary supplement: b12 magnesium efalex." Valtrex (acquired from health care professional) was reported both as suspect drug and concomitant drug in the health authority report (indication herpes outbreaks, with comment "consumer believes that the cause of her problems are concerning essure." Note: the onset date of "pain, exhaustion, bleedings, cell changes" was reported once as 2013 for all these events; then as 2015 for large pain in lower back/pelvis; and then as 2018 for large bleedings with curettage and cellular changes in the womb (the latter after date of essure removal). As a conservative approach, the earliest onset date during the use of essure was entered for each of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, event "bleedings / large bleedings with curettage" was medically re-assessed (related). Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.